Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is haseki training and research hospital. E1 event site telephone was shortened due to character limitations. Telephone number is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service technician (fst) the cardiosave intra-aortic balloon pump (iabp) failed a pim leak test. There was no patient involvement.

Manufacturer narrative:
Fse replaced the faulty battery of the device. Functional tests of the device were performed. The device was operated with a trainer and test catheter. It was delivered to the user in working condition.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion). Additional information: event postal code: (B)(6). A getinge field service engineer (fse) confirmed and stated, functional tests of the device were performed. It was determined that the device did not pass the pim leak test. The batteries, safety disk and tidal volume disk of the device are replaced. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.